Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient has high blood glucose event on (B)(6) 2026. The event last for 3-4 hours and got treated with injection. No further information available.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.